Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low rbc, hct, and hgb results on a specific patient specimen generated by coulter lh 750 analyzer without generated flags. The results were reported out of the laboratory. The patient was sent to the emergency room and redrawn. The redrawn sample was run and higher results were obtained. No additional results were provided. No death or injury has been reported in regards to this event.

Manufacturer narrative:
The specimen was collected in a bd edta vacutainer tube. The instrument is within qc specification with respect to controls (accuracy) and reproducibility (precision). Controls are run on every shift and with every batch of specimen. The control results were within assay limits. Service was not dispatched a clear root cause can not be determined for this event.